Manufacturer narrative:
Device eval summary: device eval of belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. The wires running from the rear therapy electrode pad to the distribution node were pulled from the distribution node. The root cause of the exposed wires was likely a result of excessive force. Once the wires were replaced, the belt was fully functional. No adverse event resulted from the exposed wires. The pt received a replacement electrode belt.

Event description:
A (B)(6), male, pt, contacted zoll customer support to report that one of the wires of his belt has pulled completely out of the vibration box. The pt was issued a replacement electrode belt.